Manufacturer narrative:
An event of restricted leaflet motion corresponding to pulmonary congestion was reported through a research article a more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or additional patient information was received for analysis. Based on the available information, the root cause of the reported event of could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Event description:
An article from the japanese society of intensive care medicine was reviewed. The research article presents a case of a two year old male infant diagnosis: mitral regurgitation due to infectious endocarditis. A 17mm sjm mechanical heart valve was implanted in a mitral position. Restriction of one leaflet motion was noticed corresponding to pulmonary congestion. The patient was started to be administered t-pa 0.03mg/kg/hr and heparin 20u/kg/hr. The issue was resolved for three day treatment. No additional information was available. The author and corresponding author of this article is hayashi, ken, md, kobe city medical center general hospital japan, 650-0047 hyogo, kobe, chuo ward, minatojima minamimachi, 2 chome-1-1 tel: +011(081)783024321.